Manufacturer narrative:
The patient was brought into the clinic and the device was reprogrammed to monitor plus therapy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through the latitude patient monitoring system that this device had been programmed to a setting other than monitor plus therapy. Further information was received that the device had been inadvertently programmed out of a therapy mode. No adverse patient effects were reported.